Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused a patient to develop endometriosis, fibroids, and an enlarged uterus. The patient required surgery in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.